Manufacturer narrative:
Zoll medical corporation evaluated the device clinical data and the reported malfunction was not confirmed. Review of the clinical data showed the device was switched from monitor mode to defib mode and synchronized cardioversion mode was enabled prior to the shock. The device was charged to selected energy and the device delivered a synchronized shock. We were not able to determine if the shock button was pressed prior to the device discharging the selected energy. It's important to mention that the shock button is required to be held in to deliver a shock in sync mode in order for the shock to be delivered at the appropriate time based on the patients ECG. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device self discharged. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.